Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer had a blood glucose level of 500 mg/dl due to a bad insertion site. Caller was requesting assistance with the primi/rewind process. Troubleshooting was not completed. The insulin pump was not replaced or returned for analysis.